Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: cable 9733823 zeiss combined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was damage to the microscope cable. There was no patient present.